Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) cord "fried". No additional information was provided,

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.